Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information concerning the patients was provided: (B)(6).

Event description:
The user received questionable results for c-reactive protein (crp), total bilirubin, direct bilirubin (dbil) and ggt. Of the data provided, the results for 31 patient samples were discrepant. No units of measure were provided. The erroneous results were reported outside the laboratory. No information was provided to determine if any of the patients were adversely affected. The crp reagent lot number was 64233101 the dbil reagent lot number was 64574401. The user reported a problem with leakage and plugged tubing from the wash station. The field service representative determined the vacuum system between the liquid trap and the wash station was defective. He exchanged the vacuum tubing between the liquid trap and the wash station. One nozzle was plugged and it was not possible to clean. A new liquid trap was ordered and for the time being, vacuum tubing was mounted on the reserve nozzle. A cuvette exchange and a cell blank were performed. Follow up with the user confirmed everything was okay.